Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, capsular contracture baker grade I, product discolored.

Event description:
Healthcare professional reported left side silicone diffusion with change of colour and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported left side silicone diffusion with change of colour and capsular contracture baker grade I. Device has been explanted.